Event description:
Pump was reported to overinfuse. A 500ml bag of pitocin had approximately 400ml remaining in it when the infusion was restated at a rate of 3ml/hr. The rate was increased every half hour by 3ml to end up at a rate of 12ml/hr. After approximately 2 hours, it was noted that 350ml had infused. The pump showed only 17ml had infused. No pt injury was reported.